Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an unrelated device procedure, fluoroscopy revealed that the right ventricular lead had externalized conductors. All electrical parameters were normal, and the lead was left in place. There were no patient consequences.